Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion.any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): invalid result. The end user reported that they did not receive a control (ctl) line on the strip for cov/flu. The strip for rsv produced a control (ctl) and test (r) line. Purchased from walgreens.